Event description:
Caller states the lancet protrudes from the multiclix lancet device cap. No adverse event reported. Requested return of suspect lancet device and replacement was sent. No information to indicate where issue discovered.